Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: observed deformation on the device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has ben explanted and replaced